Event description:
The patient reported that her pump was programmed to deliver morphine (concentration and dose not reported). She stated about 2 weeks ago, she heard a single tone alarm and had her refill done 2 days early by a new hcp. The hcp stated that the pump was alarming because the wrong refill date had been programmed by the previous hcp. The hcp refilled the pump in 2007 and continued the patient on oral medication. The patient stated, she was now having good pain control. The patient thought she could still hear the pump alarm, but her mother could not. The patient then stated her new hcp was recommending that she have magnetic resonance imaging (MRI) done as he was concerned that she may have "granular crystals at the tip of her catheter", because her intrathecal morphine dose was high. The hcp planned to lower her intrathecal morphine dose. The patient stated she had low back pain, but believed it was muscular. She had no other symptoms. The hcp reported that the patient had an MRI in 09/2007 and 07/2007, but the reports could not be pulled up due to a new server being installed last week. The hcp did provide that patient was first seen by the hcp approx one month prior to original date. At that time, the pump contained 18 cc preservative free morphine (40 mg/ml) - dose not reported. The patient's most recent visit with the hcp was the same month, where the patient's dose was decreased from 30 mg/day to 28 mg/day (40 mg/ml morphine). At that visit, the patient did not mention any alarms. The patient was receiving good pain control. The patient notes indicated that the results of the MRI were not back yet. The patient's next schedule appointment with the hcp was the middle of the following month. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.